Manufacturer narrative:
(B)(4). The reported complaint was confirmed. The srt removed the suspect o2 sensor and installed a new sensor. The srt ran phase 2 testing and the unit operated to manufacturer specifications and was returned to clinical use. During laboratory evaluation, the product surveillance technician (pst) installed the returned o2 sensor into a lab-tested epgs and connected the epgs to a system-1 simulator and ccm. He connected the epgs to oxygen and air, entered a perfusion screen on the ccm and waited the 15 minute o2 sensor warm-up period. Calibration of the o2 sensor was initiated and passed. The measurement of the direct current (d/c) output voltage from the o2 sensor at 5 liters per minute (l/min) and 100% o2 was 1.61 volts which is within the specification of 0.55-2.758 volts. The pst operated the epgs at 21% o2 and 5 l/min. The ccm o2 reading was 19.9% and the reading on an o2 analyzer was 20.7%. The pst operated the epgs over a period of two days at 21% o2 and 5 l/min with consistent o2 readings from the ccm of 19.9% and 20.7% from the o2 analyzer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Upon receipt of the device, the service repair technician (srt) reported that the electronic patient gas system (epgs) failed the oxygen (o2) sensor reading accuracy portion of the verification/release test. The central control monitor (ccm) read 25.2%, servomex o2 analyzer read 20.8% which is outside the limit of +/- 3%. The o2 cartridge is an "out of box" failure and will need to be replaced. There was no patient involvement.